Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was retested following the failure and the alarm message had disappeared and the device was working as intended again. The customer was able to get the alarm to last for more than 2 minutes. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain the device diagnostic report from the time of the event, proof of the initial backup alarm failed alarm, and the patient information from the time of the event. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.